Event description:
It was reported the physician implanted the lead in the atrial septal wall, and wanted to reposition it after already slitting the catheter. He "used excessive torque" to turn the lead body, and was eventually able to remove the lead, but the helix became separated from the lead body and remained fixed in the tissue. The helix was left in the patient, and the lead was discarded. The patient had an echocardiogram after the procedure and was reported to be doing fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.